Event description:
It was reported a volume discrepancy was observed during a refill where the actual residual volume (arv) was greater than the expected residual volume (erv). The arv was 11.5ml while the erv was 8ml. It was noted that at previous refills the volumes differed by 0.5ml-2.5ml. It was reported that the catheter was fractured and could not be aspirated. Upon opening the patient, the surgeon discovered the fractured catheter and it was revised on (B)(6) 2012. It was also reported that following the revision, the healthcare provider (hcp) believed that the patient developed a cerebrospinal fluid (csf) leak and a seroma on the back. The hcp stated that they "can't really tell if the patient is getting any therapeutic effect" and that the patient did not "look a whole lot different than before the revision". The hcp stated that the patient was "not looking so good". The device system was used to deliver gablofen (baclofen). Additional information has been requested but was not available at the time of this report.

Event description:
Additional review indicated that the health care provider stated the battery was plummeting due to the high dose rate.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: product type catheter product ID, 8596sc lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type catheter product ID, 8590-8 lot# n299720 serial# implanted: 2011 (B)(6), explanted: product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that patient had an infection of intrathecal space. MRI done on (B)(6) 2012 and (B)(6) 2012. The results of the MRI scans were normal. It was added that there was increased volume aspirated from the intrathecal pump at the time of a refill. The patient had experienced increased spasticity. The patient had both the pump and catheter explanted on (B)(6) 2012. The event was indicated to be ongoing. Drug delivered via the device was confirmed to be lioresal (initially reported as gablofen).

Manufacturer narrative:
(B)(4). The initial report should have also had the fdc code 54 (as the catheter was indicated to have been fractured; however the catheter was not returned for analysis). The pump was returned for analysis. Analysis of the same revealed no anomaly; normal device function.